Event description:
During use, it is alleged that black specks were visible on the spiked end of the device, and thought to have gone into the patient's wound. Patient received an antibiotic IV due to this event.

Manufacturer narrative:
The device was not returned for evaluation.